Event description:
The user facility reported to terumo cardiovascular systems that during the vein harvesting procedure, the v-cutter tip broke off. The piece was retrieved with no patient harm; however, terumo considers this event as a serious injury. No known impact or consequence to patient. Product was changed out. Surgery was completed successfully.

Manufacturer narrative:
Terumo has received the actual device for evaluation; however, an investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available.